Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample. The initial result was 1800 miu/ml and was reported outside of the laboratory. The doctor requested retesting and the repeat result on (B)(6) 2018 was 0.100 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 25919900 with an expiration date of 30-nov-2018. The calibration and qc results on the day of the event were acceptable.

Manufacturer narrative:
The repeat result was believed to be correct. The field service representative adjusted the sippers and the probes and the customer did not have any further issues. The investigation was unable to find a definitive root cause.